Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, vicmo12.6, -10.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye on (B)(6) 2021. The lens was implanted, removed and replaced within the same surgery. There was no injury to the patient and the problem was resolved. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.00 diopter, implantable collamer lens tore/broke after opening vial, during injection/delivery into the eye. There was no patient injury. A replacement lens was implanted and the problem resolved. Cause was unknown.